Event description:
It was reported that during device preparation and prior to use the protective sheath and stylet were being removed when the stent implant was dislodged off the stent delivery system catheter. There was no patient involvement. The device was not used. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged/dislocated stent was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other similar incidents reported for dislodged/dislocated stent from this lot. Based on the reviewed information, no product deficiency was identified.